Event description:
Ous MDR - episodes from (B)(6) 2013 were abnormal. Various shock deliveries and charge processes were noted. It is unclear if the patient was inappropriately shocked and no other adverse event was reported.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol2, 59 charge processes had been registered. The connection system of the ICD was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and df-1 standard. There was no material defect or manufacturing error. The memory content of the ICD was checked; interference was visible in the right-ventricular channel on the available iegms. The signal sensing of the device was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time in particular was unremarkable.